Event description:
It was reported that the patient complained of constant pain since the surgery. The pain is in her hip and lower back. She has been treated for fibromyalgia, but the treatment has not completely decreased the pain. She has also had a skin reaction that started 8 months after the surgery that no one is able to tell her what is causing this. The rash spreads from her knees down in both legs. She has been following up with dermatologists and will be following up with her surgeon.

Manufacturer narrative:
At this time the patient was unable to identify the devices implanted, but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.